Event description:
It was reported that during an angioplasty procedure, the catheter allegedly kinked inside the balloon. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Kinks were noted to the balloon. Blood residue was noted throughout the device. Destructive testing was performed to the balloon to better observe the inner guidewire lumen. A diagonal tear was noted to the inner guidewire lumen. Kinks and material deformation were further noted to the inner guidewire lumen. Therefore, the investigation is confirmed for the reported material deformation as kinks were noted to the balloon and the inner guidewire lumen. The investigation is also confirmed for the identified material tear as a diagonal tear was noted to the inner guidewire lumen. A definitive root cause for the reported material deformation and identified material tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.